Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of non-sustained right ventricular oversensing were observed. Abbott technical support reviewed the session record which indicated the oversensing is likely due to myopotentials. The device was reprogrammed and the issue resolved with no adverse consequences to the patient.